Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of catheter had hole when replaced and peritonitis. On an unreported date, the patient's catheter had a hole, when replaced, the patient got peritonitis. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse. The nurse stated that all information about the catheter, including the manufacturer was unknown. No further information was provided. Patient injury reported: yes medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).